Event description:
Reportable based on analysis. It was reported that during a percutaneous coronary intervention procedure, the guide wire markers were not clear under fluoroscopy. The lesion was located in the circumflex artery. The physician noted that both of the marker bands on the 185cm iq marker wire, straight tip, were visible under fluoroscopy, but not as clear as the physician thought they should be. The physician use another of the same device to successfully complete the procedure. No patient complications were listed and the patient's status was reported as "stable". Device analysis revealed that the ptfe coating was peeling.

Manufacturer narrative:
Analysis of the returned device revealed a kink located 79cm from the proximal end. It was also noted that some of the ptfe coating had been scraped and lifted. An adhesion test was performed and proper adhesion within the ptfe coating was noted. The distal end of the device was x-rayed which revealed elongation of the marker coils distal to the glue spot. The location of the elongated coils suggests that the guide wire was pulled at some time during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4)